Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they passed out after their procedure and was hospitalized until (B)(6)2018. Patient mentioned their sugar levels and blood pressure were real low making them feel weak. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they passed out after their procedure and was hospitalized until (B)(6) 2018. Patient mentioned their sugar levels and blood pressure were real low making them feel weak. No further complications reported/anticipated. (B)(6) 2018 lfc (hcp): additional information was received. Health care professional reported the cause was not known and it was unclear if they also meant the passing out was not related to the patient's device. No further complications reported/anticipated.